Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified circumflex (cx). The lesion was predilated with a 3.00x25mm non bsc balloon. A 3.50x32mm promus element stent was then advanced to the lesion and it was noted that the physician experienced moderate difficulty crossing the proximal to distal portion of the lesion. While trying to place the stent in the lesion the stent moved on the stent delivery balloon, which resulted in stent deployment distal to the intended site in the distal cx. It was noted that the stent was successfully deployed and fully expanded. The procedure was completed by implanting a 3.00x20mm promus element stent in the obtuse marginal (om). No patient complications were reported with the patient's current condition listed as okay. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified circumflex (cx). The lesion was predilated with a 3.00x25mm non bsc balloon. A 3.50x32mm promus element stent was then advanced to the lesion and it was noted that the physician experienced moderate difficulty crossing the proximal to distal portion of the lesion. While trying to place the stent in the lesion the stent moved on the stent delivery balloon, which resulted in stent deployment distal to the intended site in the distal cx. It was noted that the stent was successfully deployed and fully expanded. The procedure was completed by implanting a 3.00x20mm promus element stent in the obtuse marginal (om). No patient complications were reported with the patient's current condition listed as okay. This product is only ous approved but it is similar to an approved us device.